Event description:
A customer contacted beckman coulter (bec) reporting that the probe rinse truck of their coulter hmx hematology analyzer was leaking when the probe wipe (i.e. Cleaning) was being performed on the instrument. The volume of the leak was less than a teaspoon. The customer was wearing gloves, glasses, and lab coat at the time of the incident. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the secondary mode start bar was bent back and was causing the probe rinse block assembly to hang up on it. Fse straightened it out so it would not hit the probe rinse block during its travel down the probe. Repair was verified per established procedures and results met published performance specifications. The cause of the leak was the obstructed probe rinse block. (B)(4).